Event description:
It was reported that the user attempted a supply change on the ilet with a steel 6 mm contact/detach infusion set and missed critical steps, resulting in improper setup until an agent guided a complete disconnect and restart, including rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill, after which insulin delivery was resumed; a high glucose alert was present on the device. Symptoms included hyperglycemia with blood glucose measured at 274 mg/dl and later trending down to 243 mg/dl after therapy restoration. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included product-use troubleshooting, coaching on correct cartridge and infusion set change workflow, and verification of resumed insulin delivery. Investigation of this case revealed use error related to the infusion set and cartridge change process, with no device malfunction observed after proper setup. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause of hyperglycemia unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.